Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) .

Event description:
It was reported that one day post implant there was possible intermittent undersensing observed on the right atrial (ra) lead. The p wave measurement was noted to be below the normal range. The lead remains in use. No patient complications have been reported as a result of this event.